Manufacturer narrative:
The event took place outside the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Revision because patient have polyarthritis. Surgeon explanted the standard cup 40+3 and replace by standard cup 36+9.